Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was dim at the highest brightness setting, but the parameters were still visible. There was no patient involvement at the time the issue was discovered as the issue occurred during preventive maintenance (pm). There was no report of patient the remote service engineer (rse) advised the customer that a new display with a second-generation liquid crystal display (lcd) could be installed to correct the issue, and the device must have software version 2.0. The rse also provided the customer with the part number of the replacement user interface (ui) assembly for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Product UDI is corrected.